Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as diabetic ketoacidosis and bent cannula on (B)(6) 2019 with blood glucose of 570 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the emergency room, regular intravenous insulin, saline and zofran. Customer states the insulin pump also did not alarm the insulin flow blocked alarm. Customer troubleshooting was declined for high blood glucose level. The device will not be returned for analysis. Frn-unk-rsvr, unomed-set.